Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead screw took twenty turns to retract it. The physician also could not reinsert the stylet through the lead. After removing the lead and testing it a new lead was requested. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted that the distal conductor being distorted within the connector prevents the style test from being inserted and the helix to extend or retract. If information is provided in the future, a supplemental report will be issued.